Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump beeped and turned off after it ran out way too early. Due to it the patient was being off of it for about half an hour and being tied up when the alarm went off. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The suspected pump was not returned for evaluation; therefore, the customer¿s allegation could not be confirmed. Based on the review of the service history and the information provided by the customer, a probable cause could not be determined, as the device was not returned for evaluation.